Manufacturer narrative:
No device return anticipated as the hospital would not release the implants. Concomitant medical products: 02-020-13-0330 - truliant cr cem fem cr cem right sz 3, sn: (B)(4), 02-022-45-3030 - truliant tib fit tray cem sz 3f / 3t, sn: (B)(4), 200-02-32 - three peg patella 32mm, sn: (B)(4). Recall: z-0023-2022. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported a 57 yo female patient, who had their right knee initially implanted on (B)(6) 2019, underwent a revision surgery on (B)(6) 2022, approximately 2 years 11 months post the initial implant procedure for unknown reasons to exchange the poly insert. The patient was last known to be in stable condition following the event. The device is not able to be returned, as the hospital would not release the implant.

Event description:
Patient diagnosed with right total knee arthroplasty with polyethylene failure and underwent surgical revision. During the revision, the surgeon stated, "we were then able to isolate the polyethylene and then able to lever it out of the tibial tray. On inspection, there was some beginning of degradation of the posterior locking mechanism." The patient continues to complain of pain and effusion to her right knee. No additional information.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however, it may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, or any combination of these possibilities, which led to prosthesis wear.

Manufacturer narrative:
H6: corrected health effect clinical code, component code, type of investigation, investigation findings. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.